Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the ceramic head and electrode broke completely off. Allegedly, it broke 5 minutes into case when trying insert into ac joint. Patient was not injured. There was a delay in case.